Manufacturer narrative:
A review of our complaint management system has determined that an initial MDR was already submitted for this event under mfg report# 3014334038-2024-00231. Thus, mfg report# 3014334038-2024-00231 and 3014334038-2024-00238 are duplicates - reports of the same event. As a result, this record pr 341732/mfg report# 3014334038-2024-00238 will be inactive and complaint linked to pr 340302/mfg report# 3014334038-2024-00231 will remain as the respective complaint/report. A follow-up report will be submitted related to 3014334038-2024-00231 once investigation results become available.

Event description:
N/a.

Event description:
It was reported that the codman vpv programmer revised (823192r) was smoking. It is unknown under what circumstance this event occurred; however, no injury, death or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.